Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that a sac growth of 5mm occurred as well. The sac growth was discovered during a review of the 76-month post-implant computed tomography (CT) scan. The most likely causation for the type 3b endoleak was device related due to the use of strata material. The final patient status remains unknown. The final patient status was not made available to endologix. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233 h6: conclusion code: remove code 11

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak was identified. A re-intervention was completed. The physician elected to reline the original implanted devices with a afx2 bifurcated stent graft, vela suprarenal stent graft, and a limb stent graft to treat this event. The patient will continue to be monitored. Additional information: the clinical assessment determined that there was evidence to reasonably suggest sac growth of 5mm occurred. The sac growth was discovered during a review of the 76-month post-implant computed tomography (CT) scan.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3b endoleak was identified. A re-intervention was completed. The physician elected to reline the original implanted devices with a afx2 bifurcated stent graft, vela suprarenal stent graft, and a limb stent graft to treat this event. The patient will continued to be monitored.